Manufacturer narrative:
Investigation results: still under investigation at this time.

Event description:
A male patient underwent aaa repair in 2008. The patient received a zenith main body, two zenith iliac legs and a zenith main body extension. The procedure was completed without reported incident. In 2009, the patient underwent a secondary procedure due to continued aneurysm growth. A type ii endoleak may have been present; however, the physician was unable to confirm this. The initial main body landed low and since no obvious endoleak was present, the physician extended up in the main body and extended down on the limb. The physician chose a zenith iliac leg and a zenith main body extension. The patient is doing well.